Manufacturer narrative:
Note: the implant date provided contradicts the event date. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
FDA medwatch (mw5116608) received stated that on routine transluminal angioplasty a failure of atrium icast sheath. Dislodgement of stent, resulting in "transperitoneal open exposure" of the superior mesenteric artery to retrieve stent. Then retrograde with gore vbx stent, which occluded after 5 months. On 2022 underwent iliomesenteric arterial bypass using graft.

Manufacturer narrative:
Investigation: FDA medwatch received mw5116608 stated the following - on routine transluminal angioplasty. Failure of atrium icast sheath: dislodgement of stent. Resulting in "transperitoneal open exposure" of the superior mesenteric artery to retrieve stent. Then retrograde with gore vbx stent. Which occluded after 5 months. On (B)(6) 2022 underwent iliomesenteric arterial bypass using graft. Recall # z-1077-2022, event: (B)(6), status: ongoing based on the limited details provided, we understand the event description to describe an icast stent that embolized during placement/deployment, which required surgical intervention to retrieve. A gore stent was subsequently placed due to the icast deployment failure, which became occluded and required bypass grafting. The affected product is not available for evaluation and no photographs, lot number or manufacturing date has been provided; therefore a device evaluation of the affected device or companion/contemporaneous samples cannot be performed, nor can a device history review. Further, no contact details for the reporting institution have been provided, thus no additional information can be obtained on the event. The complaint cannot be confirmed. Based on the lack of information provided and inability to evaluate the device, a root cause cannot be determined. However, it can be noted that the icast device was used in a off-label procedure targeting the superior mesenteric artery, which could be a potential contributing factor to the reported stent dislodgement, as the safety and effectiveness of the device in this area has not been established. Other complaints that were identified to be possibly related also noted procedural factors such as a tortuous anatomy which could have contributed to stent dislodgement. There have been no related capas or ncrs. A risk review was performed and found that the hazardous situation/harm is adequately addressed in the risk management file and that the device is operating within its approved risk file. The severity and anticipated occurrence level are appropriate. H3 other text : device not available for return.

Event description:
N/a.